Manufacturer narrative:
Product event summary: one (1) controller with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the serial number was unavailable and the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. A possible root cause of the reported loss of power and subsequent motor start events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. This event was reported in the q4 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log files data indicated that the controller had exhibited power losses with associated ventricular assist device (vad) restarts. The controller was exchanged successfully. No patient complications have been reported as a result of this event. This event was reported in the q4 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.